Event description:
It was reported the patient¿s therapy was not working very good since it was implanted. The patient had an appointment the day of this report for reprogramming, but had to cancel. The patient was going to see the manufacturer representative (rep) next week. The patient charged every day and felt stimulation. The left leg was the main problem. If stimulation was increased the patient got too much stimulation in the middle of the back where the patient couldn¿t stand it. This had been happening for 2-3 weeks. The rep was supposed to reset/reprogram and ¿setting wouldn¿t be a different in laying or standing and add a another program to setting.¿ setting #1 was the left leg, and setting #2 was the right leg, but if stimulation is increased it was too much in the back. Stimulation was decreased for the patient so it was not too much in the back. The patient was going to see the health care provider (hcp) today and would find out when they would see the rep next week. It was reported the patient had an adjustment 2 weeks ago and it only lasted for about 3 days. After the 3 days, the pain was bad in the leg and foot. Stimulation was not going down the leg and foot. The patient had the stimulator implanted (B)(6) for the pain in her back, leg, and foot. The caller was wondering why the stimulation didn¿t stay set. The patient was feeling stimulation, but it was either too much or not enough. The patient was not well and only had 20% lung capacity. The patient could hardly walk because of her foot. The patient fell the other night on the carpet. The caller didn¿t know where the patient was feeling stimulation, but it was not the same as it was. The patient was supposed to have an appointment at the pain center on (B)(6) 2014, but was not able to make it due to being ill with bronchitis. The patient rescheduled her appointment for (B)(6) 2014. The patient was still having pain. It was not any new pain. The therapy provided some relief, but since it was implanted they couldn¿t keep it regulated like it should. The patient wanted her therapy to be readjusted. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).